Event description:
A customer observed positively biased valproic acid results for quality control fluids. Patient results were not reported until acceptable quality control results were obtained. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros 5, 1 fs analyzer was performing as expected. Temperatures were reviewed for the refrigerator used to store the valproic acid reagent packs, and no temperatures outside of specified ranges were found. The root cause of this event is unknown.